Event description:
The catheter broke below the oval disk while indwelling in the pt. The customer was contacted and was unable to provide any add'l info.

Manufacturer narrative:
Conclusions - a root cause analysis was unable to be performed as the sample was not returned.